Event description:
The electrical surgical unit (esu) bovie was not in use; the provider put it down, not in its holster, then the surgical resident leaned on it which activated the device causing a minor small superficial burn to the patient's upper abdomen. Happy to meet with company to discuss improvements. We have reported other issues. Ideally we would want a force function to prevent accidental engagement. This device should have a two button mechanism to ignite. Simply leaning on the handle shouldn't engage the device to turn on.